Event description:
The patient was revised because of a fall in which the femur broke and the femoral component loosened.

Manufacturer narrative:
The investigation did not identify any evidence confirming the reported device loosening. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening; however, provided information states the patient experienced trauma (fall) and is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.